Manufacturer narrative:
B4:(B)(6)2021 the customer reported that the ventilator's screen was dim at maximum brightness during preventative maintenance. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that they had ordered a screen complete kit and were awaiting parts. Multiple attempts were made to retrieve device repair, or diagnostic information has yielded no response from the customer. No other anomalies were reported.

Event description:
The customer reported that the ventilator's screen is dim with the brightness set to max. The unit was not in use on a patient at the time of the reported event.